Event description:
On (B)(6) 2013 animas was notified that the patient had been hospitalized twice for diabetic ketoacidosis (dka). No details were provided. Reportedly one instance occurred due to the patient running out of supplies. Customer technical support has attempted to reach the patient for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced dka while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.